Manufacturer narrative:
Received one (1) used list #14001-31 primary plum set. As received no damage or anomalies were observed. The set was attached to an ICU medical provided IV bag, primed per packaging directions, and a test infusion of was performed. No cassette errors, occlusion alarms, or air in line alarms were generated and no restrictions in flow were noted. Using an ICU medical provided syringe, water was pushed through both claves on the set. Flow was established through both claves. The complaint of medicine not passing through the line cannot be replicated or confirmed. D9 - device available for evaluation: yes.

Manufacturer narrative:
A picture was returned showing the set with red fluid throughout inside a package. The complaint of the set began to fail, and medicine not passing through the line could not be confirmed based on the returned image. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
It was reported that a primary plum set, 15 micron filter in sight chamber, did not dispense ferinjert iron to the patient during use. The reporter stated that during the administration of the medicine intravenously to the patient, the set began to fail. It was detected that the medicine did not pass through the line as it should have and did not perform its function. The customer classified the suspected adverse incident as mild. The sample is available for evaluation and has not been used more than once. One picture showing the product was provided. There was no harm to the patient reported.